Event description:
During the procedure, asymptomatic sinus bradycardia occurred, continuing through for 5 days. The condition was not pre-existing. Action/treatment taken was the insertion of a pacemaker, resulting in prolonged hospitalization. The pt's condition improved.